Manufacturer narrative:
Physio-control further evaluated the device. It was observed that the readiness display was not functional; the icons were completely faded away. It was also observed that the readiness display was disconnected from the main pcb assembly. When the readiness display was plugged back into the main pcb assembly, ok appeared with black squares covering the icons. No other discrepancies were observed, and the device functioned properly.  The device was out of warranty and the customer allowed physio to dispose of the device. A conclusive cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service wrench icon in the readiness display. During device evaluation, physio observed that the device would not complete a boot cycle. There was no patient use associated with the reported event.